Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said his stimulator was turned off before christmas for an MRI and was not turned back on until yesterday afternoon. Patient said immediately he started having a very tight neck and began vomiting. Patient vomited all through the night and this morning they has been vomiting again. Patient turned the device off and thinks it is helping a little bit but they can't get up and walk without immediately vomiting. Agent asked if patient double checked each program and patient said yes its all off. Patient was on program c and lowered the number all the way down to 1.8 and 1.7 and that is what they had left it on. Patient also mentioned he was in the hospital for 7 days around christmas for a mrsa blood infection and was sent home and put on IV antibiotics that they self delivered and patient was having a really bad reaction to it. A few days back they took patient off of the IV and put patient on an oral medication and yesterday was the first full day of taking oral antibiotics. Patient wondered if the medication they is taking for the blood infection was spurred by turning stimulator on again. Reviewed if therapy is off, it should be off. Patient is still feeling sick and his head is tight and his neck is tight. Patient mentioned he is having physical therapy since he came out of the hospital because he was having issues with neuropathy on a leg that had necrotizing fasciitis of flesh eating bacteria on 3 quarters of his leg and it has been difficult to walk and painful. Patient states all these things were all together yesterday. Patient did not eat yesterday and what they did have all came up. Patient had a banana this morning and within 5 minutes they came up on an empty stomach. Patient stated in the last times they tried to vomit they just dry heaves. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.